Manufacturer narrative:
In this event, the or table allegedly dropped during a laparoscopic cholecystectomy causing rupture of the patient¿s liver tissue and bleeding as well as a surgeon reportedly sustained bruises on both knees and superficial wounds. Although treatment information was not provided, it can be reasonably concluded that the patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and a serious injury occurred. The mars operating table is intended to be used in conjunction with the tabletop sections and accessories for patient positioning during surgery, ranging from anesthesia induction through actual surgery to recovery from anesthesia, patient transportation on the operating tabletop, from a patient transfer system to the operating theatre or from the operating theatre to a patient transfer system. The device instructions for use (IFU) state perform all patient repositioning in a controlled and responsible manner. Monitor all electrically supported functions and movements on the operating table until they reach their end positions to rule out any risks to the patient or material damage to the operating table, the equipment, or furnishings. Potential collisions have to be prevented by interrupting the function. Pay particular attention to the operating table when lowering, since the tabletop may collide with operating accessories lying below it, or it may even contact the floor if it is set in an extreme position. Clear the area beneath the tabletop before lowering the tabletop. Especially with the lower function, collisions may occur the furnishings or devices beneath the tabletop and possible covered by draping. The operating table involved in the event was inspected by the distributor and no defect was found that could have caused the or table to collapse. No fall or drop occurred while testing all positions and there was no error in the table in relation to the allegation. The cause of the event was likely due to the table being lowered onto an object and when the object broke or slipped away, the table dropped. There was physical damage noted on the column covers/cladding making motor movement difficult, slow and noisy; which would support the assumption that the or table had been inadvertently lowered onto an object. Likewise, the table column was supposed to be lubricated once every year. The table was not serviced since the date it passed the warranty period, which explains the non-smooth movements of the column. Therefore, the cause of the event was likely due to use error ¿ collision with foreign equipment and negligent table yearly maintenance. Although there was no malfunction and the reported event could be contributed to a user error, a serious injury occurred, and baxter considers this event reportable to the authorities.

Event description:
It was reported by a distributor that while the customer was adjusting the position of the mars operating table, the table collapsed and dropped to the floor. The reported incident occurred during a laparoscopic cholecystectomy, causing rupture of the patient¿s liver tissue and bleeding as well as a surgeon reportedly sustained bruises on both knees and superficial wounds. Surgeon¿s injury was assessed in baxter complaint management system and was clinically deemed as no serious injury and, thus, not reportable. The customer declined to provide further details regarding the adverse event for privacy and patient confidentiality reasons. Patient incident was filled in our complaint handling system as complaint # (B)(4).